Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Reporter also sent report to FDA is unknown.

Event description:
It was reported that the device was cracked in the extension collar and causing a leak. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one (1) picture was attached and reviewed. The picture attached shows a close-up of the packaging label drawing of the cadd extension set with a red mark pointing to the luer connector and tube join on the pump side of the extension set. The reported failure mode was not visible from the picture attached. The complaint was not confirmed. The cause of the reported issue was unknown. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).